Manufacturer narrative:
The patient sample was provided for investigation. The sample was tested using the roche tsh assay and a siemens centaur. The tsh results from the siemens centaur matched the low result received by the customer and using the roche tsh assay. Based on these results, an issue with the tsh reagent could be excluded.

Event description:
The user received a questionable thyrotropin (tsh) results for one patient born in 1955 when compared to the results from a beckman coulter analyzer. The result from the analytical e module was 0.010 uiu/ml. The sample was tested on a beckman analyzer (unicell dxi 600) and the result was 16.68 uiu/ml with a repeat result of 18.00 uiu/ml. The patient used l-thyroxin because of the high tsh result. On (B)(6) 2012: the result from the analytical e module was 0.012 uiu/ml with a repeat result of 0.01 uiu/ml. The sample was tested on a beckman analyzer (unicell dxi 600) and the result was 17.25 uiu/ml with a repeat result of 18.00 uiu/ml. The patient was not adversely affected. The tsh reagent lot number was 166167. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).